Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 04-feb-2026 investigation summary bd received one sample for investigation, which was found to be contaminated and subsequently discarded without review. Additionally, testing was conducted using 10 retained samples, and no separation was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 5304850, for the indicated failure mode: separates during use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 5 it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the luer adapter spun out of the holder during collection of one patient. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 5 it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the luer adapter spun out of the holder during collection of one patient. No adverse impact was reported regarding the patient or user.